Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the azur coil was being used for an internal iliac aneurysm (iia) embolization when it unintentionally detached inside an angiographic catheter (none microvention). The coil was removed and the procedure was successfully completed using other azur coils and same catheter. No report of harm or injury to the patient.